Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a lodged set screw and a damaged set screw. The analyst also noted: iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. (B)(4).

Event description:
It was reported that during implant the leads were connected to the device and the electrogram showed varying and high impedance on the right ventricular (rv) channel. It appeared the lead was not connected properly and the lead came out with a tug even though the setscrew had been screwed in. No setscrew was evident on the barrel of the port on the header of the device. The physician was unable to engage the setscrew. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.